Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient experienced increased ventricular extra systoles due to suspected left ventricular (lv) lead dislodgement. The lv lead was deactivated and remains implanted. The patient was in stable condition.

Event description:
During follow-up, the patient experienced increased ventricular extra systoles due to suspected left ventricular (lv) lead dislodgement. The lv lead was explanted and replaced. The patient was in stable condition.